Manufacturer narrative:
Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). A visual examination of the unit was performed which revealed the presence of a faulty transformer on the power supply. The res replaced the power supply to resolve the issue. Additionally, the res calibrated the temperature sensors and blood leak sensor as a precautionary measure. Following the service activity, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res traced the issue to a damaged power supply. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the power supply was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the 2008t hemodialysis (hd) machine smoked after being powered on which was followed by an audible popping sound. The unit was immediately turned off. The biomed replaced the power module to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the event as reported. There was no patient connected to the machine at the time of the incident. No parts were available to be returned to the manufacturer for evaluation.